Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely more than five years have passed since the manufacture and delivery of the product, and that the parts of the printed circuit board set were worn out due to the repeated use for a long period of time. Also, based on the date of manufacture, the operational amplifier circuit design was changed; therefore, it is considered probable that the operational amplifier failed and no images were output.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; when tested with olympus series 180 scopes, no image was produced by the unit. The cause of the problem was isolated to a faulty patient board set.

Event description:
A user facility reported to olympus that no image was produced. The problem, as reported to olympus, occurred during receipt/inspection.